Event description:
The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the compressor assembly. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the reported issue. The evaluation and repair of the device has not been completed. Although requested, the serial number of the ventilator was not provided.

Event description:
It was reported that, while in use on a patient, the 840 ventilator's compressor failed to deliver the required amount of air pressure to warrant ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.